Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion. The pulse generator was in backup operation. The backup operation was caused by the battery voltage below the end of life limit.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.